Manufacturer narrative:
Lot #, expiration date, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct on (B)(6) 2019. According to the complainant, post procedure, when the patient returned for a routine scan on (B)(6) 2019, it was noticed that the stent had migrated proximally into the common bile duct. On (B)(6) 2019, a scheduled stent removal was performed and the stent was retrieved with the use of spy retrieval snare. A wallflex 10x60 stent was implanted and the procedure was successfully completed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.